Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6), japan. Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) confirmed internal driveline wire damage that would have contributed to the reported pump stop events. (B)(6) was returned assembled with the driveline fully intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. Examination of the pump's blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump's bearings and bearing cups found no anomalies related to wear or damage. Upon evaluation of the driveline, the pins of the metal connector were free from deformation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The external portion of the driveline did not reveal any damage to the outer jacket. The driveline was disassembled and visual inspection of the metal braided shield revealed notable breakdown approximately 4 to 5¿, 6¿, 13.5 to 14¿, and 34.5 to 35.5¿ from the pump housing. Visual inspection of the underlying wires revealed a breach to the insulation of the orange wire approximately 4.5¿ from the pump housing, exposing the inner conductors. Additionally, breaches were also observed to the black, orange, and yellow wires approximately 5.5¿ from the pump housing. Lastly, the yellow and green wires were breached approximately 6¿ from the pump housing. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three phase motor, where each phase is powered by two redundant wires; the green and yellow wires represent the wires of phase 1, the black wire represents one of the wires of phase 2, and the orange wire represents one of the wires of phase 3. If the exposed conductors of any damaged wire contacted the braided shield while operating on a tethered power source (such as the power module with a grounded patient cable or mobile power unit), a short to ground would have resulted in pump stop events. If the exposed conductors of damaged wires from two different phases contacted the braided shield simultaneously or contacted each other while the patient was connected to battery power or the power module with an ungrounded patient cable, the resulting electrical phase to phase short would have resulted in the pump stop events confirmed via the submitted log file. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate ii lvas, including death. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist devices (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The driveline fatigue that was found about a year ago was reported under MFR # 2916596-2020-03255. The low speed operation that occurred in (B)(6) 2020 was reported under MFR # 2916596-2020-04397. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient lost consciousness at home during battery power and was taken to the emergency room and placed on extracorporeal membrane oxygenation (ECMO) support. The primary epc controller was switched to the back-up epc controller and the pump started working. The log file review showed pump stops while attached to batteries. It looked to be a phase to phase short. About a year ago, the log file review suspected fatigue driveline. It was reported that the patient had a low speed operation recorded in (B)(6) 2020 and was suspected of a driveline fracture. The patient was on battery support to save number of operations/thoracotomies before heart transplant. The patient passed away on (B)(6) 2021.